Event description:
Her meter would not power on. In 2006 around 9:30 am the pt felt lightheaded, thirsty and nauseous. She tried to test on her ultra meter; howver, the meter did not power on. She contacted her physician and was advised to go to the ER. Prior to going to the ER she treated herself with her set amount of oral medications (glucophage 500 mg and glucotrol 10 mg). She arrived in the ER around 10:15 am and her blood glucose was 275 mg/dl and was treated with insulin. She does not know how much or what type of insulin she was treated with. Physician aded actose 30 mg once a day to her daily diabetes regimen. The meter did not power on with a replacement battery. The meter worked the night before and the pt obtained a 150 mg/dl with no symtoms. Issue was not resolved via troubleshooting with the customer care advocate (cca). Cca sent the pt a replacement meter. The complaint is being reported because the pt experienced symptoms of hyperglycemia and was unable to test and was treated with insulin by a med professional.